Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family or fried reported via phone call, the customer has been experiencing high blood glucose over 500 mg/dl and was hospitalized. Customer's family or friend did not have the insulin pump at the time of the call so no troubleshooting was possible on the device. Customer's family or friend stated that the customer might have a possible infection that the doctor feels is causing the high blood glucose readings. The insulin pump is not returning for analysis.